Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. However, the pumps operators manual indicates that the pump will alarm with various error codes which indicates a potential problem with the pump. The user manual also states that if an error code appears, the pump should be removed from use and returned for service. The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 148 months.

Event description:
It was reported that the device had an alarm with error code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.